Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a boston scientific spinal cord stimulator (scs) and a deep brain stimulation device experienced numbness and tingling in the head when in a room full of cell phones and tvs running. Technical services reviewed the potential impacts of electromagnetic interference (emf/emi) and the potential impacts on the patient, and they did not anticipate any issues between the scs and the dbs device. Recommendations included checking the patient's programming and therapeutic window, determining if the patient has two rechargeable neurostimulators and if they recharge both simultaneously, and considering turning off the scs device while in the room with the cell phones/tvs to see if the symptoms persist. Additional information was received from the manufacturer representative who confirmed with the consumer that the cause of the patient's symptoms when in a room full of electronics remains unknown. No actions were planned at the moment. The patient is following up the case with their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from healthcare provider (hcp). Hcp reported that the cause of of numbness and tingling was due to a concurrent spinal cord stimulator. Hcp reported that turning off spinal stimulator resolved the issue. Hcp reported that issue has been resolved.